Event description:
Caller reported discrepant low troponin (tni) result on the triage cardiac panel when compared to the hospital lab analyzers. A (B)(6) female pt was asystolic and unresponsive when found by emergency medical service (ems). Pt's sample was drawn at 9:22pm on (B)(6) 2012 and ran on the triage cardiac panel and two lab analyzers. Triage tni result was low compared to the lab analyzers. Samples were redrawn on (B)(6) 2012 and triage tni results were elevated. (See below for results) CT scans revealed subarachnoid hemorrhage. Pt had comfort measures and life support withdrawal. Pt died on (B)(6) 2012, with the following final diagnosis: cardiac arrest, st elevation myocardial infarction (stemi), encephalopathy, diffuse subarachnoid hemorrhage, acute respiratory failure, hypertension, diabetes, hyperglycemia.

Manufacturer narrative:
No pt samples were returned for investigation. Product support tested calibrator h (cal h) with retrained devices from lot w51478 for observations of tni recovery. Conclusion: no discrepant or low bias in tni recovery was observed with any samples tested on device lot w51478. No device issues or error codes were observed. Product support could not replicate customer's complaint. Sample interferences cannot be ruled out. As of (B)(4) 2012, there have been (B)(4) complaints against device lot w51478. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.